Manufacturer narrative:
The reported field event of the inability to insert the atrial lead into the header was confirmed and was caused by epoxy found on the atrial ring spring. The epoxy resulted in the reported difficulty inserting the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the atrial lead could not be inserted in the header. Failure to capture and high lead impedance were observed. The device was not implanted.